Event description:
It was reported by the customer that insertion of catheter was normal. Catheter was in pt, however, user was unable to thread/tighten pressure line onto catheter. As a result, there was blood leakage and potential for air embolism. User withdrew arrow catheter and inserted a new catheter into artery over guidewire (new catheter was a different product, not another arrow catheter). Md used the same pressure tubing (that was used to connect to arrow catheter) to new catheter and everything was fine; there was no leaking of blood. Only one arrow catheter was used, but, with several different pressure tubing sets. There was no leaking of blood when the competitor's catheter was used. Pt lost minimal amount of blood because user was able to apply pressure to wrist over catheter and occlude catheter. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.